Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's up arrow button was unresponsive. Customer's blood glucose level was 418 mg/dl. The customer treated his blood glucose level with 12 units. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found slightly corroded keypad traces. Unable to prime during the prime test due to a faulty force sensor resistor. The pump passed the rewind, basic occlusion and displacement tests. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, and minor scratches on the display window.